Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while preparing for a procedure, she noticed that her olympus oes cystonepherofiberscope had a deformation in the instrument channel port. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the unit failed the leak test due to a cut found on the insertion tube. However, there was no notable damage to the instrument channel port. If additional information becomes available following the device evaluation, a supplemental report will be filed.